Event description:
During a device change out, fluoroscopy revealed externalized conductors. No electrical anomalies were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.